Manufacturer narrative:
The patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Reported issue of clip difficult to release from the catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was difficult to release from the catheter. Eventually, the clip was released from the catheter, and the procedure was completed at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.